Event description:
Faulty keypad.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. The reported device was not sent back to brézins for investigation but was repaired locally. Due to the reported issue repair actions were to replace the front housing of the device which was sent to brézins for further investigation. Upon visual inspection, the keypad was cross tested. On startup, the device continued to beep as if the key button was stuck, and nothing else was possible. The reported event was reproduced. The keyboard was taken out of its case and inspected further. Infiltration and stain from oxydation were detected. The reported event is due to an infiltration which contaminates the matrix of keys causing the blocking of the buttons. Note : we strongly recommend users to follow the disinfecting and cleaning processes that are clearly indicated in the IFU. To our knowledge this complaint was not being related to patient safety. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.